Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain/pain / abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 37 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and multiple caesarean sections. Concurrent conditions were listed as sinusitis, bloating and abdominal pain. The only concomitant product mentioned was codeine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2172 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). In 2019 she experienced genital haemorrhage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced device expulsion ("CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen."). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2022 and otal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2022). At the time of the report, the outcomes for abdominal pain and genital haemorrhage were unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to device expulsion. The reporter commented: patient had a hysterectomy which was primarily carried out for heavy prolonged periods and some element of pms. In the past patient has had 2 c-sections. Patient had essure sterilization prior to having hysterectomy. Hysterectomy was carried on her own request as patient was struggling with severe heavy periods with sever pms. Hysterectomy specimen did not show any essure however patient was informed by hospital that has expelled one of the essure devices already. Patient strongly believes that patient has not expelled any essure devices as patient used to wear pads and has never seen any device coming out. Doctor carried out an x-ray abdomen and pelvis which has not shown any foreign body or essure devices. Patient still strongly believes that essure is still in her body. Patient also feels like patient has a feeling like key in her pocket around her wound and complains of stabbing pain in the wound. On follow-up (B)(6) 2022: removal details essure removal procedure: date of procedure-(B)(6) 2020; procedure total abdominal hysterectomy and bilateral salpingo-oophorectomy. Adhesiolysis of dense adhesions. Abdominal opened through the previous stratus of suprapubic scar. Dense adhesions between the anterior abdominal wall layers, carefully divided. Safe entry into the peritoneal cavity. On (B)(6) 2020 post hysterectomy and bilateral salpingo-oophorectomy: adhesion and bleeding, complains of nausea, pain and vomiting; on (B)(6) 2020 patient complains of being nauseated. Good pain control. Nauseous after having codeine this morning; (B)(6) 2020. Xr abdomen: - the bowel gas patten is unremarkable and there are no diagnostic features seen, in particular no radiopaque foreign body evident; (B)(6) 2021. Date of examination: (B)(6) 2021 clinical history: previous essure sterilisation procedure. Hysterectomy, devices not found in hysterectomy specimen and not seen on plain radiograph; CT abdomen & pelvis (B)(6) 2021 findings: there are no radio opaque foreign body in the pelvis. No radiopaque foreign body is seen in the upper abdomen. Comment: no residual foreign body is identified in the abdomen or pelvis; (B)(6) 2021 CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, tubes and ovaries; clinical details: menorrhagia, total hysterectomy and bilateral salpingo-oophorectomy; gross description: right fallopian tube with fimbrial and measures 35x 6 mm, right ovary measures 25x20x15mm; left fallopian tube with fimbrial end measures 35x 6 mm, left ovary measures 25x20x15mm. Uterus, cervix, tubes and ovaries-leiomyoma [ultrasound scan vagina] (date unknown): endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid. Patient advised to not have unprotected intercourse until receipt of a confirmation letter from consultant. Lot number: b06102. Manufacturing date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. B06102) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on 16-(B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number: b06102, manufacturing date: 2013-03, expiration date: 2016-03-31. Reported batch ref includes product code for essure (ess305). The actual batch ref is b06102. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received. Case becomes an serious incident. Removal was added. Reporter's information, dob and insertion date were updated. Age and removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. B06102) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number: b06102, manufacturing date: 2013-03, and expiration date: 2016-03-31. Reported batch ref includes product code for essure (ess305). The actual batch ref is b06102. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain/pain / abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 37 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and multiple caesarean sections. Concurrent conditions were listed as sinusitis, bloating and abdominal pain. The only concomitant product mentioned was codeine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2172 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). In 2019 she experienced genital haemorrhage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced device expulsion ("CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen."). The patient was treated with total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2022. At the time of the report, the outcomes for abdominal pain and genital haemorrhage were unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to device expulsion. The reporter commented: patient had a hysterectomy which was primarily carried out for heavy prolonged periods andsome element of pms. In the past patient has had 2 c-sections. Patient had essure sterilizationprior to having hysterectomy. Hysterectomy was carried on her own request as patient wasstruggling with severe heavy periods with sever pms. Hysterectomy specimen did not show anyessure however patient was informed by hospital that has expelled one of the essure devicesalready. Patient strongly believes that patient has not expelled any essure devices as patient usedto wear pads and has never seen any device coming out. Doctor carried out an x-ray abdomen andpelvis which has not shown any foreign body or essure devices. Patient still strongly believes thatessure is still in her body. Patient also feels like patient has a feeling like key in her pocket aroundher wound and complains of stabbing pain in the wound. On follow-up (B)(6) 2022: removal details essure removal proceddure: date of procedure- (B)(6) 2020; procedure total abdominal hysterectomy and bilateral salpingo-oophorectomy. Adhesiolysis of dense adhesions. Abdominal opened through the previous stratus of suprapubic scar. Dense adhesions between the anterior abdominal wall layers, carefully divided. Safe entry into the peritoneal cavity. On (B)(6) 2020 post hysterectomy and bilateral salpingo-oophorectomy: adhesion and bleeding, complains of nausea, pain and vomiting; on (B)(6) 2020 patient complains of being nauseated. Good pain control. Nauseous after having codeine this morning; (B)(6) 2020 xr abdomen: - the bowel gas patten is unremarkable and there are no diagnostic features seen, in particular no radiopaque foreign body evident; (B)(6) 2021 date of examination: (B)(6) 2021 clinical history: previous essure sterilisation procedure. Hysterecto1ny, devices not found in hysterectomy specimen and not seen on plain radiograph; CT abdomen & pelvis (B)(6) 2021 findings: there are no radio opaque foreign body in the pelvis. No radiopaque foreign body is seen in the upper abdomen. Comment: no residual foreign body is identified in the abdomen or pelvis; (B)(6) 2021 CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 16-sep-2022: uterus, cervix, tubes and ovaries; clinical details: menorrhagia, total hysterectomy and bilateral salpingo-oophorectomy; gross description: right fallopian tube with fimbrial and measures 35x 6 mm, right ovary measures 25x20x15mm; left fallopian tube with fimbrial end measures 35x 6 mm, left ovary measures 25x20x15mm. Uterus, cervix, tubes and ovaries-leiomyoma [ultrasound scan vagina] (date unknown): endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid. Patient advised to not have unprotected intercourse until receipt of a confirmation letter from consultant. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-dec-2022: quality safety evaluation of ptc. After internal review, the reported event "abnormal bleeding" was upgraded to serious incidente and a suspicion of device expulsion was added as event. 09-dec-2022: new mrha number. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain/pain / abdominal pain") in a 37 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and multiple caesarean sections. Concurrent conditions were listed as sinusitis, bloating and abdominal pain. The only concomitant product mentioned was codeine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2172 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). In 2019 she experienced genital haemorrhage ("abnormal bleeding"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure administration. The reporter commented: patient had a hysterectomy which was primarily carried out for heavy prolonged periods and some element of pms. In the past patient has had 2 c-sections. Patient had essure sterilization prior to having hysterectomy. Hysterectomy was carried on her own request as patient was struggling with severe heavy periods with sever pms. Hysterectomy specimen did not show any essure however patient was informed by hospital that has expelled one of the essure devices already. Patient strongly believes that patient has not expelled any essure devices as patient used to wear pads and has never seen any device coming out. Doctor carried out an x-ray abdomen and pelvis which has not shown any foreign body or essure devices. Patient still strongly believes that essure is still in her body. Patient also feels like patient has a feeling like key in her pocket around her wound and complains of stabbing pain in the wound. On follow-up (B)(6) 2022: removal details essure removal procedure: date of procedure-(B)(6) 2020; procedure total abdominal hysterectomy and bilateral salpingo-oophorectomy. Adhesiolysis of dense adhesions. Abdominal opened through the previous stratus of suprapubic scar. Dense adhesions between the anterior abdominal wall layers, carefully divided. Safe entry into the peritoneal cavity. On (B)(6) 2020 post hysterectomy and bilateral salpingo-oophorectomy: adhesion and bleeding, complains of nausea, pain and vomiting; on (B)(6) 2020 patient complains of being nauseated. Good pain control. Nauseous after having codeine this morning; (B)(6) 2020 xr abdomen: - the bowel gas patten is unremarkable and there are no diagnostic features seen, in particular no radiopaque foreign body evident; (B)(6) 2021 date of examination: (B)(6) 2021 clinical history: previous essure sterilisation procedure. Hysterectomy, devices not found in hysterectomy specimen and not seen on plain radiograph; CT abdomen & pelvis (B)(6) 2021 findings: there are no radio opaque foreign body in the pelvis. No radiopaque foreign body is seen in the upper abdomen. Comment: no residual foreign body is identified in the abdomen or pelvis; (B)(6) 2021 CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, tubes and ovaries; clinical details: menorrhagia, total hysterectomy and bilateral salpingo-oophorectomy; gross description: right fallopian tube with fimbrial and measures 35x 6 mm, right ovary measures 25x20x15mm; left fallopian tube with fimbrial end measures 35x 6 mm, left ovary measures 25x20x15mm. Uterus, cervix, tubes and ovaries-leiomyoma [ultrasound scan vagina] (date unknown): endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid. Patient advised to not have unprotected intercourse until receipt of a confirmation letter from consultant. Lot number: b06102. Manufacturing date: 2013-03. Expiration date: 2016-03-31. Reported batch ref includes product code for essure (ess305). The actual batch ref is b06102. Concerning the injuries reported in this case, the following pain and genital bleeding were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-dec-2022: medical records received and the follow information were included other health care professional's reporter, patient's details (initials), lab data, indication, abdominal pain added to reported event pain, onset date added, onset date added in genital bleeding, details regarding essure removal, imdrf codes updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in a 31-year-old female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-31 reported batch ref includes product code for essure (ess305). The actual batch ref is b06102. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new event added: abnormal bleeding we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain/pain / abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 37 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and multiple caesarean sections. Concurrent conditions were listed as sinusitis, bloating and abdominal pain. The only concomitant product mentioned was codeine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2172 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). In 2019 she experienced genital haemorrhage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced device expulsion ("CT scan that there is no essure left in the body, and probably has come out and was not seen by the pathologist in the specimen."), pelvic pain (". Pain, including chronic pain"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal distension ("bloating"), device dislocation ("device migration"), bladder disorder ("bladder disorder"), gastrointestinal disorder ("bowel disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2020). At the time of the report, the outcomes for abdominal pain, genital haemorrhage, pelvic pain, device intolerance, dyspareunia, mental disorder, abdominal distension, device dislocation, bladder disorder, gastrointestinal disorder and urinary tract disorder were unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. No causality assessment was received for essure with regard to device expulsion. The reporter commented: patient had a hysterectomy which was primarily carried out for heavy prolonged periods andsome element of pms. In the past patient has had 2 c-sections. Patient had essure sterilizationprior to having hysterectomy. Hysterectomy was carried on her own request as patient wasstruggling with severe heavy periods with sever pms. Hysterectomy specimen did not show anyessure however patient was informed by hospital that has expelled one of the essure devicesalready. Patient strongly believes that patient has not expelled any essure devices as patient usedto wear pads and has never seen any device coming out. Doctor carried out an x-ray abdomen andpelvis which has not shown any foreign body or essure devices. Patient still strongly believes thatessure is still in her body. Patient also feels like patient has a feeling like key in her pocket aroundher wound and complains of stabbing pain in the wound. On follow-up (B)(6) 2022: removal details essure removal proceddure: date of procedure-(B)(6) 2020; procedure total abdominal hysterectomy and bilateral salpingo-oophorectomy. Adhesiolysis of dense adhesions. Abdominal opened through the previous stratus of suprapubic scar. Dense adhesions between the anterior abdominal wall layers, carefully divided. Safe entry into the peritoneal cavity. On (B)(6) 2020 post hysterectomy and bilateral salpingo-oophorectomy: adhesion and bleeding, complains of nausea, pain and vomiting; on (B)(6) 2020 patient complains of being nauseated. Good pain control. Nauseous after having codeine this morning; (B)(6) 2020 xr abdomen: - the bowel gas patten is unremarkable and there are no diagnostic features seen, in particular no radiopaque foreign body evident; (B)(6) 2021 date of examination: (B)(6) 2021 clinical history: previous essure sterilisation procedure. Hysterectomy, devices not found in hysterectomy specimen and not seen on plain radiograph; CT abdomen & pelvis (B)(6) 2021 findings: there are no radio opaque foreign body in the pelvis. No rad. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, tubes and ovaries; clinical details: menorrhagia, total hysterectomy and bilateral salpingo-oophorectomy; gross description: right fallopian tube with fimbrial and measures 35x 6 mm, right ovary measures 25x20x15mm; left fallopian tube with fimbrial end measures 35x 6 mm, left ovary measures 25x20x15mm. Uterus, cervix, tubes and ovaries-leiomyoma [ultrasound scan vagina] (date unknown): endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid. Patient advised to not have unprotected intercourse until receipt of a confirmation letter from consultant. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03-. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events pelvic pain female, inability to tolerate the device, dyspareunia, psychological issues, device migration, bloating, bladder, bowel and urinary problems are added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.